Manufacturer narrative:
If implanted; give date: n/a (not applicable). The ovd is not an implantable device. If explanted; give date: n/a (not applicable). The ovd is not an implantable device; therefore, not explanted. Concomitant medical products: model li61a0 intraocular lens sn: (B)(4) is a non-johnson & johnson surgical vision device. The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post-surgery involving healon endocoat ophthalmic viscosurgical device (ovd), the patient had postoperative infection in the left eye. The symptoms were described as greasy spot in vision, lots of floaters, blurred vision, redness and tearing. The patient was prescribed ofloxcin, durezol, ilevero and alphagan medications. The patient was also referred to a retinal specialist. Reportedly, patient's eye feels better, and can see a little better. Patient¿s vision was noted as hand motion only. Customer indicated that the product is not available for return. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .